Manufacturer narrative:
(B)(4). Philips field service was declined by the customer. The device was not returned for investigation. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received.

Event description:
The customer reported that the ventilator display shuts off. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that the ventilator display shuts off. The customer reported there was no patient involvement.